Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous coronary interventional procedure a balloon rupture occurred. The patient presented with an acute myocardial infarction. Access was gained through the radial artery. The 75% stenosed lesion being treated was located in the severely tortuous proximal right coronary artery (rca). Direct stenting was performed to the rca with a 3.5x18mm non-bsc stent. Angiography was performed and confirmed that the stent was not fully expanded. The 3.5x8mm nc quantum apex balloon dilatation catheter was advanced to the target lesion where the balloon ruptured at 18 atm on the second inflation. It was noted that resistance was encountered upon insertion. The procedure was completed with a different non- bsc device. There were no patient complications reported and the patient status is good.